Manufacturer narrative:
The apollo has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00865, 2029214-2019-00866. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of apollo rupture with onyx. The patient was undergoing embolization treatment of a dural arteria venous fistula. The vessel was observed to be moderately tortuous. The access vessel was left external carotid artery, which was 2.5mm in diameter. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was reported that during the procedure, the apollo ruptured in the middle section during onyx injection. The rate of onyx injection was not provided, but was reportedly being injected at a "slow rate." The rupture was alleged to be due to occlusion of the catheter. It was reported that the rupture caused dmso to "spill" into the brain causing a cardiac reaction (asystole), which lasted 30 seconds. In addition, onyx occluded the proximal part of the vessel, which was not desired.